Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump fill estimate was inaccurate and remained stagnant for a day. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer declined to reload the cartridge.